Event description:
The hospital reported that during an endoscopic vein harvesting procedure, they found a damaged piece of insulation inside the sterile packaging. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the cold jaw silicon was peeled and detached from the sides and top. The device had minimal signs of usage and minimal evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot damage" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).